Event description:
Ndi medical 01-november-2006: rec'd an email from dr. Stating that the user is scheduled to have the implantable receiver stimulator replaced. Dr. Was contacted to obtain add'l info. 3-november-2006: dr. States that implantable receiver is working intermittently.